Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4) this medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product identified the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign : france.

Event description:
It was reported that during surgery, it was impossible to operate the device and the battery was heating up. The batteries did not exhibit any melting or leaking, rupture, expulsion, short circuit, battery pack deformations. There was no harm or injury to the patient or operator. There was no medical intervention /additional surgery required. Another device was used to complete the surgery. There was a surgical delay of an unspecified amount as they took a new device. During device evaluation, it was discovered that the batteries had leaked electrolyte inside of the pack. Due diligence is complete, no additional information is available.